Event description:
The customer reported the insufflator was not inflating sufficiently during a laparoscopic cholecystectomy procedure. The procedure was completed with the same device. There was no delay as a result of the reported event and there was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Since the subject device was not returned to olympus, the reported event cannot be confirmed neither the condition of the device. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.